Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that, post-procedure, the s5 double head pump made an irregular movement, stopped and displayed an error message. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative replaced the motor end-stage board. The removed motor end-stage board was returned to sorin group (B)(4) for investigation. Visual inspection of the returned board did not identify any abnormalities or defects. The board was connected to the s5 test bench and the pump was powered on without issue. The pump was found to rotate properly in both directions and the alarms were found to be working correctly. All functions of the board were tested and the currents and voltages of the dc/dc converter were measured. No issues were discovered. A final test run was carried out, during which the current absorption was monitored, and no issues could be identified. As the reported issue was not reproduced, a root cause could not be determined and no corrective actions were identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported failure. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.

Manufacturer narrative:
Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(4). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, post-procedurally, the s5 double head pump made an irregular movement, stopped and displayed an error message. There was no patient involvement. A loaner pump has been provided for the customer to use while the involved unit is repaired. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that, post-procedurally, the s5 double head pump made an irregular movement, stopped and displayed an error message. There was no patient involvement.